Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. The customer reloaded the cartridge and received a valid minimum fill notification. The customer¿s blood glucose level was 130 mg/dl. Reportedly, the customer loaded a new cartridge and insulin delivery was resumed.